Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an open blister and skin irritation. The patient's doctor advised the patient return the device and end use. There is no indication of a device malfunction related to the rash. The patient's medical condition improved.